Event description:
Essure device perforated my right fallopian tube resulting in a fourth pregnancy, after giving birth, was supposed to be taken out but was not. I have found out I have a titanium sensitivity, two autoimmune diseases, hashimotos thyroiditis and another that is rheumatoid. I am fixing to be (B)(6), my first autoimmune disease was diagnosed at the age of (B)(6), not even, one year after device being implanted. I have one device not even in the correct place at all. My second autoimmune disease was diagnosed last year at age (B)(6). The quality of my life is dramatically changed not just physically but emotionally and mentally. Every aspect of my life has went down hill since this device was implanted.